Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery to remove the device. The mesh that was removed was embedded in the abdominal cavity and a severe infection. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. The actual date of event is unknown, reported as " (B)(6) 2017"; therefore, we are using (B)(6) 2017 as the date of event. Should additional information be provided a supplemental emdr will be submitted. Not returned

Event description:
The following was alleged by the patient's attorney: (B)(6) 2005: the patient underwent repair of an incarcerated umbilical hernia. The patient was implanted with a bard/davol ventralex for his hernia repair. About six months after his hernia surgery, patient began experiencing chronic pain in his abdominal area, which became worse over time. In addition, patient began to feel chronically tired, and he required more hours of sleep than usual. (B)(6) 2017: the patient's pain reached a high pitch that required him to be hospitalized while he was in (B)(6). Abdominal surgery was performed, and patient's surgeon found mesh that was embedded in the abdominal cavity and a severe infection caused by the mesh. The mesh was removed in the surgery. The patient's ability to enjoy certain activities, including sexual relations, was hindered by his abdominal pain and fatigue. The patient suffered, sustained and incurred, and in reasonable medical probability will continue to suffer, sustain and incur the following injuries and damages, among others: physical pain, mental anguish, disfigurement, physical impairment, medical care and treatment.